Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-apr-2025. Investigation summary : bd received 33 samples and 2 photos for investigation. The photos illustrate the customer¿s failure mode of underfill, showing very little specimen in the tube. A total of 33 customer samples were inspected, revealing no visible defects. A functional test was conducted on 10 sample tubes, all of which were within specification limits. Furthermore, 100 retained samples were inspected, also with no visible defects. Another functional test was performed on 10 retained samples, and all tubes met the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were 8 tubes that underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there were 8 tubes that underfilled. No adverse impact was reported regarding the patient or user.